Event description:
The customer reported the cuff on the patient's tracheostomy tube leaked due to a leak in the pilot balloon. A non-routine replacement of the tube was required. The tube was discarded.